Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a motor error. Blood glucose was 566 mg/dl at the time of incident. No symptoms were reported but patient treated with a syringe. Troubleshooting was performed and patient was able to rewind insulin pump. Reservoir will not return for analysis.